Event description:
The account alleges the side com board was damaged resulting in no nurse call function. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.